Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for missing rubber stopper with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced missing components which was noted prior to use. The following information was provided by the initial reporter: what happened? The customer noticed a sstii tube with no rubber stopper in the hemogard cap. Which products where involved? Code 367954, sstii 5ml. How many times did it happen? Once to date. Who was using the device? Phlebotomist. Where did it happen the location, ward etc.? In the phlebotomy clinic, it was noticed before the specimen was collected. What time did it happen? Unsure. When in the process did it happen? (E.g. At start, during disposal, at the end, etc.) It was noticed before the specimen was collected. Who was impacted or using the device? Phlebotomist & their manager. They had to isolate this tube and to notify bd.